Event description:
Home patient (hp) reports hp was connected to homechoice device before hp should have been, during prime. Baxter technician instructed hp to end treatment and restart with new supplies. No patient injury or medical intervention required per hp.